Event description:
Customer reports that insulin pump is alarming when it should not. Customer reports that blood glucose was 139 mg/dl and sensor glucose was 144 and blood glucose at the time of call was 400 mg/dl which was treated with manual injection. Customer declined troubleshooting. Customer was assisted with changing blood glucose limit settings. Customer was advised that settings were incorrect and it was actually for bolus settings. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.